Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade "iii/IV", "pain" and "itchiness".

Event description:
Healthcare professional reported left side capsular contracture, baker grade "iii/IV", "pain" and "itchiness". Device has been explanted.

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. Visual analysis of the returned device identified a curved opening, creases fold, and wear abrasion. Leak test and microscopic analysis were performed which identified a smooth crease opening on the radius, and a striated opening on the anterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a striated opening on anterior assessed as surgical damage consistent in the use of some surgical tools, and a smooth crease opening on the radius assessed as fold flaw opening. The events of "capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture, baker grade "iii/IV" and seroma-late.

Event description:
Additionally, healthcare professional reported a left side seroma.